Event description:
Infection / dissection: the patient had the relay plus stent-graft implanted on (B)(6), 2022. A periodical check-up last week revealed abnormal values, so the patient underwent a CT scan and a thorough examination. Graft infection was suspected, and stent-graft removal and arch replacement surgery is scheduled for (B)(6). The CT scan also revealed a new aortic dissection in the proximal portion of the relay plus stent-graft implantation site. Comments from the physician: the physician stated that this event was attributed to the patient, not to a defect in the relay plus stent-graft. Even if there had been no graft infection, a reoperation would have been necessary to treat the dissection. Operation type: tevar. Blood loss: none. Ancillary devices used: none. (Tc# (B)(4). Patient outcome - "unknown."

Event description:
Infection / dissection: the patient had the relay plus stent-graft implanted on (B)(6), 2022. A periodical check-up last week revealed abnormal values, so the patient underwent a CT scan and a thorough examination. Graft infection was suspected, and stent-graft removal and arch replacement surgery is scheduled for (B)(6). The CT scan also revealed a new aortic dissection in the proximal portion of the relay plus stent-graft implantation site. Comments from the physician: the physician stated that this event was attributed to the patient, not to a defect in the relay plus stent-graft. Even if there had been no graft infection, a reoperation would have been necessary to treat the dissection. Operation type: tevar, blood loss: none, ancillary devices used: none, (tc#bm221200980). Patient outcome - "unknown."